Event description:
Information was received from a consumer regarding a patient who was receiving morphine [2.0 mg/ml[ at a dose of 0.480 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported on (B)(6) 2017 that the pump was alarming or beeping. It was described as dual tone beeping/critical alarm sounding every 10 minutes and it was indicated that the sound was consistent with the pump alarms. It was related that the patient didn¿t have a healthcare professional (hcp) as the managing hcp dismissed the patient last wednesday for missing too many appointments and that the refill was scheduled for thursday (B)(6) 2017. The date that the alarm sounded started on was (B)(6) 2017. It was reported that the patient went to the emergency room (ER) because of the alarm and that the manufacturer was called and said they could only silence the alarm. It was noted that no symptoms were reported. It was related that the patient had two brain surgeries and was disabled and not the same person and couldn¿t even remember what they had for breakfast yesterday. It was reported that the patient had a 9mm aneurism and brain surgery performed in 2014 and a c2 break and brain surgery performed in 2015. It was stated that the patient was disabled as a result of the brain injuries. It was indicated that the brain surgeries were not related to the pump. It was also noted that previously the hcp tried spasticity medications that did not work for the patient including baclofen in the pump and the oral medications flexeril and lyrica but none of them worked so the patient switched to a low dose of morphine. This reportedly occurred in 2013. It was indicated that for both brain surgeries morphine was the only drug in the pump, and the consumer didn¿t recall the dose but said it was low. It was noted that the current dose had been the same about 2 years. No further complications were reported or anticipated.